Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected field: g1 - contact person ¿ mfg site. During scheduled pm service getinge field service engineer (fse) found that the blood detection voltages were below the required spec. Fse installed the board assy and completed a full pm. All tests passed to factory specifications. Returned to the customer and released for clinical use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) blood detection voltages are out of spec. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.